Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. Their blood glucose would shoot up to 500 mg/dl. The customer stated that she ate oatmeal and their blood glucose went up to 475 mg/dl. Customer¿s current blood glucose value was 160 mg/dl. The customer also received no delivery alarms. The customer changed set over and over again but they would keep getting no deliveries. The alarm occurred during manual prime. Customer reports event was resolved by infusion set change. The customer declined to troubleshoot. The insulin pump will not be returned for analysis.